Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analyzed the system remotely and confirmed that system unable to boot. Review of the logfile shows table longitudinal error. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and tried replacing the height drive in the table and found one of the cables had a small wire disconnected from the cable and it needed to be reseated properly. To resolve the issue, fse reseated the wire of the power cables for the table height smart drive. After repairs, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.